Event description:
A bi-ventricular assist device (bivad) pt was being supported by a drive console when the driver began to alarm randomly and switch modes. When the hospital staff changed the pt to the back-up driver the rvad did not immediately begin pumping. The staff was asked by the manufacturer clinical representative to adjust the vacuum and pressure settings on the rvad. After adjusting the vacuum and pressure, the pump operated as expected. The pt continued using the driver without incident.

Manufacturer narrative:
Upon adjusting the pressure and vacuum settings on the driver, the event resolved with the rvad function returning to normal. The cause of the event appears to be related to the driver settings. The driver remains supporting the pt at this time.